Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (dat315-615) that is sold in the united states under (PMA/510(k)) (p930014). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient have good vision for distance, absence of intermediate vision. Patient cannot cut nails, eating on plate is blurry, maquillation impossible, cutting vegetables difficult, does not see herself in the mirror. The patient was further suggested for lens exchange. There are two medical device reports associated with this patient. This report is associated with the left eye. Vision: os: 10/10 with 0.00 (-0.50 to 70), read parin 1.5. Refraction: os: 0.00 ( -0.50 to 70 ). Intermediary add +1.50. Reading 30-40 cm add +2.75.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that centration /alignment was good. No complications during and after operation. Tear film was also good. The problem is with both eyes. File will be reopened if new information or the sample is received the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.